Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent lock. Programming adjustments were made, however, the issue did not resolve.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient remains implanted and has reportedly resumed use of the device. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.4, d.4. External equipment was exchanged, and programming adjustments were made, however, the issue did not resolve. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.